Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that actions/interventions taken to resolve the patient losing a bolus was that they cleaned up history data. Bolus was taking up to 10 minutes and now less than a minute. They stated, "great customer service".

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver fentanyl. It was reported that "yesterday and the day before", before the patient woke up and tried to bolus, they were getting code 156. The patient stated that the code "resets" and they "lose their bolus". Patient services reviewed the meaning of the code andhow to close the myptm application between bolusing. The patient mentioned that it took a long time to connect to the pump when they had to resync. The patient mentioned that it took 10 minutes to connect with the pump to request/receive a bolus "for a good couple months now". Patient services reviewed lag information and how to clear data. The patient confirmed that they were able to connect to the pump without a code or a lag. The issue was resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they were frustrated that their pain pump communicator was blinking blue. The patient mentioned last night when trying to do a bolus around 10pm, their communicator was blinking blue and would not stop blinking. The patient noted they went through this 3 weeks to a month ago and was able to stop the blue blinking light. The patient could no longer do a bolus since the blue light won't stop. During the call the patient attempted to connect to their myptm (my personal therapy manager application) and it lagged at 90%. The patient stated it would do this for a minute. The patient noted about 3 months ago they had to call because it almost took 10 minutes to do a bolus and the patient thought it should have been faster than that. The patient called and was told the data was stored in the pump, and they were walked through clearing data. On the current call the agent walked the patient through clearing data and closing all applications. The patient was able to connect to myptm like normal and deliver a bolus.